Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported distortion on screen and no image during reprocessing. There were no reports of patient involvement.